Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during post-operative check, the patient's right ventricular (rv) lead showed high thresholds. Upon further examination using an x-ray, it was discovered that the lead dislodged. The lead was re-positioned without difficulty. No patient complications have been reported as a result of this event.